Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the device has bootup & battery issue. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer assessed the device on-site. It was found that the device's bootup is normal, but its battery is defective. Op check is normal after battery is replaced. It's suspected that defective battery is the root cause leading to device boot failure. Fse advise customer to keep observation. After observation, the device functional check is normal and the system returns to normal service. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of battery. The reported problem was confirmed. The issue was resolved by replacement of a battery. The product is back in service per manufacturer's specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.